Event description:
It was reported the lead had a bend/curve that would not allow proper placement. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the lead had a bend/curve that would not allow proper placement. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: bent tip. Blood/body fluid was present in several conductors (not obstructed), outer tubing overlay and helix mechanism (and sleevehead). Electrical testing to determine continuity of the conductor(s) passed. Helix, fully extended, measured .075 inches. Visual analysis revealed evidence of cut outer insulation at medial section. Apparent explant damage noted.